Event description:
(B)(6) clinical study. Same case as MDR#2134265-2013-09390. It was reported that the patient died. In (B)(6) 2011, the patient presented with a small non-q wave myocardial infarction. Vascular access was obtained via the femoral artery. There were three target lesions in succession, a 75% stenosed lesion in the proximal left anterior descending artery (lad), a 95% stenosed lesion at the origin of the diagonal branch, and a 99% stenosed lesion after the diagonal branch. The left main was cannulated with a 6f 3.75 guide catheter and two wires were inserted, one into the left anterior descending artery (lad) and one into the diagonal branch. Both branches were treated with balloon angioplasty using a 2mm balloon. The lad was stented using a 2.75 x 38mm taxus liberte stent which was unable to cover all three lesions so the distal lesion was stented with a 2.5 x 8mm taxus liberte stent. The wires were then swapped together. The stents were postdilated with a 3mm quantum apex balloon at 20 atm. The diagonal branch was treated with balloon angioplasty. Final angiogram revealed excellent timi 3 flow distally with a blush score of two. The patient tolerated the procedure well. In (B)(6) 2011, the patient was seen for the last time and at that point was continuing on aspirin and plavix without interruption. In (B)(6) 2012, the patient withdrew consent to participate in the study and the twelve month visit was not completed. According to the patient's spouse the patient had done well until early 2012 and then began to get weak. The patient did not have any cardiac symptoms. In (B)(6) 2012, the patient was admitted to an outlying hospital and underwent five gastroscopes as the patient was not eating. No diagnosis was given to the spouse and the patient was discharged to a nursing home where within a week the patient died. Resuscitative measures were instituted without effect. The spouse refused an autopsy. The patient¿s primary care physician signed the death certificate stating, ¿cardiac arrest with underlying coronary artery disease.¿ no further information is available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).